Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen was frozen on a "low bg reminder" screen. The customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was 234 mg/dl.